Event description:
Hill-rom received a report that reasonably suggests the pt had a compression fracture of the rib. The pt experienced the rib pain after treatment, although no indication was given that the vest contributed to the injury.

Manufacturer narrative:
Although no malfunction was alleged. Hill-rom is in process of evaluating the unit returned on 07/30/2009. A follow up report will be sent as soon as the investigation is complete.